Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 2 infusions set fell off during use on event on 16-may-2024.infusion set has been used for 24 hours. IV prep adhesive aide was used at insertion area. Insertion area was cleaned, air-dried and free from hair. Customer replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 2.